Event description:
It was reported to baxter (B)(4) that the colored cap detached from the housing of an intermate lv100 before use. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The jaws opened and closed without any difficulty noted. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip would not reopen. After delivering the clip properly, the applier was stuck in closed position on the tissues. After five minutes of trying unsuccessfully to deactivate the handle and to remove the device without injuring the tissues, the jaws spontaneously reopened. No damage of the tissues. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.